Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, ten retained samples were utilized for functional tests, and no separations were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during blood draw of one patient using bd vacutainer® ultratouch¿ push button blood collection set, the needle and holder repeatedly separated. No adverse impact was reported regarding the patient or user.